Event description:
See also manufacture report 2182207200703412. The pt initially reported that one of her enterra leads was eroding through her skin and that she visited the ER in august and was given antibiotics and sent home. The MFR's rep reported that the device was explanted a few days later with concern over infection. The hcp confirmed that the pt experienced redness, drainage, pain, and erosion at the lead track site. A culture was not obtained but both IV and oral antibiotics were administered, the total device system explanted, and the infection resolved.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.